Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the scratch was noted in the middle of the lens, there was a patient contact, and the procedure is completed. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A qualified cartridge was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The manufacturer internal reference number is: (B)(4).